Manufacturer narrative:
Other, other text: correction: g4 ( the aware date in the initial report should have been 01/08/2021). Device evaluations: one cadd legacy 1 pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up when batteries are inserted during the investigation. A back up capacitor will be replaced to address the issue.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error code 1720. The issue was discovered during testing.